Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and found liquid under the cubie. A field service engineer (fse) verified the issue and found that the main full height legacy drawer 6, row 8 cubie, was not detected on the bus. All light emission diode were present on the row board. After manually removing the cubie, liquid was found under row a. Row board a was replaced. The fse then logged into the hardware test application, ran a final test on the main full height legacy drawer 6, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 involving the cubies in the first row (row a) had issue. Upon inspection, liquid was found beneath the cubies, which had made contact with the board under the row. The user cleaned the area, but the row remained nonfunctional and might require replacement. There were no adverse events or injuries reported based on this event.